Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2006, the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test occurring. The physician programmed the device to intended settings, however the frequency was not corrected.

Manufacturer narrative:
Corrected data: review of in-house information shows that the lot number is available. This report is being submitted to provide this information. Device manufacture date (mo/day/yr), corrected data: review of in-house information shows that the software manufacture date is available. This report is being submitted to provide this information.

Manufacturer narrative:
Analysis of programming history.